Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal refixation procedure, the fast fix anchor could be placed and had the necessary hold but the suture broke near the anchor after tensioning the knot, since the implant performed the stabilization function it was left in place. The procedure was successfully completed with non-significant delay using the third device mentioned. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned without suture material or either anchor it was returned in the pre-t1 position. The insertion device is bent near the distal end of the depth tube in the area of the black retaining tube. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation found the actuator performs as intended. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications found a material certification of analysis is required with each lot. No patient injury has been alleged. Therefore, no further clinical/medical assessment is warranted. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal refixation procedure, the fast fix anchor could be placed and had the necessary hold but the suture broke near the anchor after tensioning the knot, since the implant performed the stabilization function it was left in place. The procedure was successfully completed with non-significant surgical delay using the same device. No further complications were reported.